Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left side of femoral artery using a 6f 50cm non bsc sheath. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left below knee. After a non-bsc guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. The device was inflated initially at 4 atmospheres. However, contrast leakage was noted. The physician removed the device and upon inspection outside the patients' body, it was noted that the balloon ruptured longitudinally. The procedure was completed with another coyote es balloon catheter. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).